Event description:
It was reported that the patient underwent a revision procedure due to lack of coverage of existing pain areas. One lead was explanted and two new leads were implanted. The patient is stable and doing well postoperatively. The explanted lead will not be returned as it was retained by the medical facility.